Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a pocket infection. A revision procedure was performed. The device was taken out, the infected area was treated and the device was re-implanted under the pectoral muscle. No additional adverse patient effects were reported as a result of the procedure.